Event description:
Rhinaer stylus was used in a procedure. The nurse explained that the backside of the treatment tip (the grey casing) broke off during the procedure towards the end of the procedure. The physician retrieved the piece with a straight blakesley. No patient injury reported.